Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') and multiple sclerosis ('multiple sclerosis,') in a 36-year-old female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced multiple sclerosis (seriousness criteria disability and medically significant). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure and oviducts removed in 2017). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the multiple sclerosis had not resolved. The reporter provided no causality assessment for medical device removal with essure. The reporter considered multiple sclerosis to be related to essure. The reporter commented: she will have a scan to see if the removal of the coils will have an effect on ms. Quality-safety evaluation of ptc: ptc global number 2016-058607. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. A product quality defect could not be confirmed but is considered plausible. However, a relationship with the reported medical event is not plausible. The reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2020: the consumer described that on (B)(6) 2010 (previous reported date, (B)(6) 2010, was incorrect) she underwent to medical treatment known as the essure sterilisation method. After the treatment, various physical complaints have developed. Since then, she has had follow-up treatments and the foreign material was removed. In 2013, she was diagnosed with multiple sclerosis, and since 2015 she has been declared completely incapacitated for work. As a result of this disease and the associated symptoms, she was hindered in my normal daily functioning, and she suffered damage. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') and multiple sclerosis ('multiple sclerosis') in a 36-year-old female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced multiple sclerosis (seriousness criterion disability). In 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure and oviducts removed in 2017). Essure was removed in 2017. At the time of the report, the medical device removal outcome was unknown and the multiple sclerosis had not resolved. The reporter provided no causality assessment for medical device removal with essure. The reporter considered multiple sclerosis to be related to essure. The reporter commented: she will have a scan to see if the removal of the coils will have an effect on ms. Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. A product quality defect could not be confirmed but is considered plausible. However, a relationship with the reported medical event is not plausible. The reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 23-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") and multiple sclerosis ("ms") in an adult female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced multiple sclerosis (seriousness criteria disability and medically significant). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure and oviducts removed in 2017). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the multiple sclerosis had not resolved. The reporter provided no causality assessment for medical device removal with essure. The reporter considered multiple sclerosis to be related to essure. The reporter commented: she will have a scan to see if the removal of the coils will have an effect on ms. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-sep-2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 721 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. A product quality defect could not be confirmed but is considered plausible. However, a relationship with the reported medical event is not plausible. The reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 31-aug-2017: follow up received from (B)(6) - essure was inserted in 2010. Patient has ms since 2013. Essure and oviducts were removed (the date of removal was reported as 2010, however it is probably incorrect, it is believed that essure was removed in 2017). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.